Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 25 months and 16 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular channel, which confirmed the clinical observation. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional.

Event description:
On (B)(6) 2019, the physician noted the new dx lead had noise on the lead that was read as t-wave over sensing, no shocks received and no impedance changes noted by physician. The physician decided to explant the entire system, as it was unclear whether the noise and oversensing were due to the lead or the device.

Event description:
On (B)(6) 2019, the physician noted the new dx lead had noise on the lead that was read as t-wave over sensing, no shocks received and no impedance changes noted by physician. The physician decided to explant the entire system, as it was unclear whether the noise and oversensing was due to the lead or the device.